Event description:
It was reported, that during central processing. The instrument housing area flush tube was hanging out of the permanent cautery hook. There was no report of patient involvement.

Manufacturer narrative:
The permanent cautery hook involved in this event was returned for evaluation. The instrument was found to have a dislodged flush tube. This may be attributed to improper cleaning during reprocessing, which may include autoclaving the instrument repeatedly without movement of the tip causing the flush tube to migrate.